Event description:
It was reported that, "surgeon could not disengage the cup from impactor because the slot of the curve (hex belt inside) stripped. We tried an alternate screwdriver and same result. Surgeon spent additional 5 minutes to get cup off."

Manufacturer narrative:
When completed, the evaluation suimmary will be submitted in a supplemental report.